Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the device's memory was reviewed and it was verified that all channels had normal lead impedance measurements while implanted. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The clinical observations were unable to be confirmed during laboratory testing as this product was functioning normal.

Manufacturer narrative:
As of today, no additional information is available. When additional information become available, this report will be updated.

Event description:
Boston scientific received information that the pacer dependent patient with this (B)(4) was hospitalized after intermittent loss of capture (loc) on both the right ventricular (rv) and left ventricular (lv) lead. The rv lead also displayed high pacing thresholds. A revision procedure was performed during which the rv lead was cut and capped. The (B)(4) was electively explanted as the physician felt the need to place a new device due for patient safety. There were no additional adverse patient effects reported. The device has been returned and is currently undergoing analysis.

Event description:
--